Event description:
It was reported that during a stent/ptca procedure the stent delivery sys failed to cross the lesion. While removing the stent delivery sys, the stent separated from the delivery sys. A guide wire was used to retrieve the separated stent. The lesion was successfully treated with another stent. Reportedly, the pt tolerated the procedure and is in stable condition.